Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 28, 2019 that a genesys hta capital was used in a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. According to the complainant, during the procedure, a faulty cassette error appeared on the console. The procedure was cancelled due to this event. There were no serious injury nor adverse patient effects reported as a result of this event.